Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer recently had a blood glucose level of 460 mg/dl due to a bent cannula. Customer treated with a manual injection. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The customer's blood glucose provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was clarified that the customer's blood glucose was 400mg/dl.